Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. Additional information reported the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-ventricular pacing. The lv and rv leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.